Event description:
It was reported that during a thoracotomy- right upper lobe resection procedure, during the 5th and 7th firing, the doctor commented that the stapler stapled towards the distal end but did not transect the tissue. On the 5th firing, the doctor was firing across the a pulmonary vessel that was not completely transacted; however there was no patient consequence and the transaction was completed with a scissors. On the 7th firing, the doctor was firing across the lung and noticed that the staple line was not completely transected towards the distal end. There was no patient consequence and the transaction was finished with scissors. The tissue could have possibly milked toward the distal end of the jaws in the space that the cutline is no longer reached.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned. Additional information received:was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No.what color cartridge was being used? White. Green.what other color cartridges were used before and after this event? White and green.was buttressing material utilized? If so, which product? No.was the instrument fired across or near an existing staple line or clip? No.were any unexpected noises heard? If so, when? No.after use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes.was there any difficulty removing the device from the tissue? No.is there any other additional information you would like to share about this device or procedure? There was no patient consequence.